Manufacturer narrative:
(B)(4). - MFR eval / investigation currently in process.

Event description:
Customer reports pt whose therapeutic range is 2.0-3.0 had protime inr results lower than lab reference. Based on protime results physician increased coumadin dosage. Subsequent protime inr result obtained 7 day later was gain lower than therapeutic range and physician increased coumadin dose. Subsequent protime inr result obtained 7 days later was again lower than the therapeutic range. Pt sample sent to lab for analysis within one hour of last protime with an inr result greater than therapeutic range. No report of any adverse event or injury. Customer has taken instrument out of service.